Manufacturer narrative:
(B)(4) the customer returned one opened cvc set with multiple components , including one guide wire in its advancer assembly and one arrow raulerson syringe (ars) for evaluation. Visual inspection of the guide wire revealed no obvious kinks or bends. The distal j-bend was undamaged and intact. Microscopic examination confirmed both welds were present and appeared full and spherical. Visual inspection of the ars revealed no obvious defects or anomalies. The guide wire total length measured 600mm which is within the specifications of 596-604mm per product drawing. The guide wire outer diameter measured 0.80mm which is within the specifications of 0.788-0.826mm per product drawing. Functional inspection of the returned sample was performed per the instructions for use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was able to advance through the ars with no resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The customer report of guide wire/ars resistance could not be confirmed through complaint investigation of the returned sample. No obvious kinks or bends were observed on the guide wire. The guide wire and ars met all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: on(B)(6) 2023, resistance was found when the swg inserted into the ars. The swg was found to be kinked prior to use on the patient. There was no patient harm or consequence.

Event description:
It was reported that: (B)(6) 2023, resistance was found when the swg inserted into the ars. The swg was found to be kinked prior to use on the patient. There was no patient harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023, resistance was found when the swg inserted into the ars. The swg was found to be kinked prior to use on the patient. There was no patient harm or consequence.

Manufacturer narrative:
(B)(4). UDI related data quality updates only section d.4.-(UDI)# corrected to(B)(4). The customer returned one opened cvc set with multiple components, including one guide wire in its advancer assembly and one arrow r aulerson syringe (ars) for evaluation. Visual inspection of the guide wire revealed no obvious kinks or bends. The distal j-bend was undamaged and intact. Microscopic examination confirmed both welds were present and appeared full and spherical. Visual inspection of the ars revealed no obvious defects or anomalies. The guide wire total length measured 600mm which is within the specifications of 596-604mm per product drawing. The guide wire outer diameter measured 0.80mm which is within the specifications of 0.788-0.826mm per product drawing. Functional inspection of the returned sample was performed per the instructions for use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was able to advance through the ars with no resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radio graphic visualization should be obtained and further consultation requested.". The customer report of guide wire/ars resistance could not be confirmed through complaint investigation of the returned sample. No obvious kinks or bends were observed on the guide wire. The guide wire and ars met all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.